Event description:
It was reported that this patient had previously received an inappropriate shock due to t-wave oversensing. Recently the suture for the device had broken and a revision procedure was performed to place the device in the correct location. During this revision procedure the patient had the system tested again and the device's shock impedance was found to be high but still within range. Even more recently, the system displayed a out of range signal amplitude and the sensing cannot be guaranteed. The physician has elected to leave the system deactivated at this time. No additional adverse events.